Manufacturer narrative:
Section a2, a4 and a5: dob, age, weight, race and ethnicity: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d4: model number, catalog number, serial number, expiration date and UDI number: unknown, as the serial number was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from unknown injury after implantation of monofocal non preloaded lens into his eyes. There was an explant performed. There was no delay in treatment or other interventions performed. No further information was provided.